Event description:
The facility representative reported a colleague/flogard infusion pump with a malfunction of "clamp open". It is unknown when this condition occurred in the emergency room. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The facility representative reported a flogard infusion pump with a malfunction of "clamp open". It is unknown when this condition occurred in the emergency room. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available. Device evaluation: the customer reported condition of "clamp open" was not confirmed during evaluation by the service technician. However, the quality engineer confirmed the problem as a damaged door. The cause of the problem was lower/upper hinges stop area of the door were damaged. Service replaced the door to fix the problem. Should additional information become available, a follow-up MDR will be submitted.